Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the physician was contributing the patient's type I diabetes to the slow healing process.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system developed dehiscence of the incision site (e.g., suprasternal notch incision and submammary/inferior axillary incision). The patient was administered antibiotic treatment and debridement of the sites. The products remain implanted and inservice. No additional adverse patient effects were reported.